Event description:
It was reported that the patient under went a surgical intervention in which artificial urinary sphincter (aus) system was explanted and replaced with a new aus device due to an unknown reason. Additional information was requested and it was confirmed that the device was not cycling.